Event description:
Customer reported that a patient presented with a hematoma following incisional hernia repair with mesh implant. The hematoma was aspirated. A surgical drain was placed and bacteria was subsequently cultured in the aspirate. The patient was placed on antibiotics. The current status is reported as "improving."

Manufacturer narrative:
Date sent to the FDA: 8/23/2007. Conclusion: it is the opinion of our medical director that this is a case of a post operative hematoma that has become secondarily infected by placement of a drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.